Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer was able to rewind the pump. Customer performed self test and the pump passed the test. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer returned device for alleged pump error history pointers failed. The history pointers are corrupted, 68, this alarm is generated when a power failure is detected, & post-reset ram crc alarm found on (B)(6) 2022. Unable to perform the displacement sleep, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, current test, active current test, and test self test due to this alarm is generated when a power failure is detected. Occurring during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thus due to critical this alarm is generated when a power failure is detected. No pump error 23, trace pointers are invalid, history pointers failed. The history pointers are corrupted alarms noted during test. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the device at the battery compartment, cracked battery tube threads, missing display window cover, scratched case, pillowing keypad overlay, and corroded battery tube. This alarm is generated when a power failure is detected was confirmed during testing due to moisture damage. Unable to verify pump error, post-reset ram crc alarm, trace pointers are invalid, and history pointers failed. The history pointers are corrupted due to this alarm is generated when a power failure is detected. Damage found on the electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.